Event description:
It was reported that a malfunction alarm occurred with the code malf 0. The impact on the customer's blood glucose level was unknown as the customer declined to answer. A replacement pump was issued by technical support, and the customer will use multiple daily injections as a backup therapy. The customer was instructed to allow the battery to deplete before returning the problematic pump using a pre-paid label and return box.